Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2002. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced multiple complications, including erosion. The patient experienced the following post-operatively: urinary incontinence; urinary frequency and leakage; severe dyspareunia; prolapsed bladder and uterus; interstitial cystitis; vaginal bleeding; and pain in mid to lower abdomen, thigh, pelvic, vaginal and bladder area and urinary tract infections. The patient is scheduled to have a hysterectomy and bladder lift on (B)(6) 2012. (B)(4) prolapsed bladder occurred, prolapsed uterus occurred, dyspareunia, interstitial cystitis.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted due to urinary incontinence, urinary frequency, and urinary leakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.